Event description:
On actober 5, 2006, a clinical incident involving a covac arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the left knee, the pt was reported to have sustained a first to second degree burn the site of the cable. The burn was treated with burn cream. The pt's burn was reported to have healed well. The pt is reported to be doing well.

Manufacturer narrative:
The device was not returned to MFR for evaluation. The lot history documentation was reviewed for this lot. The device history record review indicates all specifications were met. No conclusion can be drawn.